Manufacturer narrative:
The returned device was evaluated and the device was returned with the needle mechanism fully deployed and adhesive pad attached to the bottom housing. Corrosion was observed on the pcb assembly, mechanism rails, and top battery. Initial download attempts were unsuccessful as the battery voltages were measured to be lower than expected. After connecting the pod to an external power supply, the download data from the pod was successfully retrieved. The soft cannula measured the correct full length according to specification. No damages or deficiencies were found during the investigation that would result in the cannula dislodging. The exact cause of the reported dislodging event could not be conclusively determined. No damages or defects were observed with the adhesive pad or the adhesive pad's welds. The cause of the reported adhesive failure could not be determined. Due to the corrosion inside the device, a teak test was performed. Fluid was observed to be leaking from a tear in the unexposed portion of the soft cannula. The tear in the unexposed portion of the soft cannula resulted in internal leaking, corrosion, and low battery voltages.

Event description:
It was reported the patient's blood glucose level (bg) rose above 250 mg/dl while wearing the pod between 4 and 24 hours. The pod reportedly fell off the infusion site (arm), causing the cannula to dislodge. As treatment, a new pod was applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.